Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the hub. On visual inspection the catheter shaft was broken/fractured approximately 30cm from the catheter hub. The catheter tip was flattened. The catheter hub was intact. Functional inspection not required as the defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. The device was returned and it was confirmed that the device was broken /fractured at the proximal end. It is probable that the device was broken during removal from the patient. An assignable cause of procedural factors will be assigned to the reported and analysed catheter shaft broken/fractured during use and as reported catheter shaft difficulty removing/withdrawing and as analysed catheter tip flat/crushed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure, the subject catheter was introduced into guide catheter for posterior circulation stroke treatment with aspiration only intention. After an attempt of aspiration, the physician tried to remove the subject catheter from the guide catheter but only the proximal part of the subject catheter moved. The distal tip of the subject catheter remained in its initial position. After removing the guide catheter, the distal part of the subject catheter come outside the vessel . The subject catheter had broken in the middle of its length. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the subject catheter was introduced into guide catheter for posterior circulation stroke treatment with aspiration only intention. After an attempt of aspiration, the physician tried to remove the subject catheter from the guide catheter but only the proximal part of the subject catheter moved. The distal tip of the subject catheter remained in its initial position. After removing the guide catheter, the distal part of the subject catheter come outside the vessel. The subject catheter had broken in the middle of its length. The procedure was completed successfully without clinical consequences to the patient.